Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported in clinic for a routine device interrogation. It was noted that there was noise on the atrial lead. The noise could not be reproduced. All other parameters were stable. The patient was in stable condition and was to be monitored.